Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have questions regarding the bolus wizard. Customer's blood glucose was over 500 mg/dl and customer had been in diabetic ketoacidosis all week. Customer declined troubleshooting for high blood glucose. Customer will not be returning the device for analysis.